Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The mini link transmitter and blood glucose meter communicated properly with the pump. The pump was programmed with multiple sensor glucose values, and they all registered properly in the sensor update history. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.